Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite velocity¿ amplifier was received for evaluation. The reported event was able to be confirmed by inspection of the logs. Based on the information provided to abbott and the investigation performed, the reported event was not able to be duplicated, however the root cause was attributed to board temperature condition due to lack of air flow into and through the amplifier. It was noted that the incoming fan filter was covered with foreign materials (dust). It is required to clean the air filter at least once a month, however, more often can be required. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure, material integrity issues with the amplifier resulted in a procedural delay. It was noted that the distal electrode of the ablation catheter had displayed abnormal imaging and no potential was displayed. Upon further inspection, it was found that the black interface of the ensite velocity amplifier had a damaged pin. The issue was resolved by using a mobile prototype from another center as a substitute. Procedure was completed with no adverse consequences to the patient.